Event description:
A customer reported a pump alarm during insulin pumping, specifically alarm 20, which led to a disruption in therapy. Although the issue did not cause the customer's blood glucose level to exceed 500 mg/dl, the cartridge alarm persisted even after attempting to load a new cartridge. As a result, tandem technical support assisted the customer, who will switch to multiple daily injections (mdi) as a backup insulin therapy until a replacement pump is shipped. The existing pump is under warranty, and the customer received instructions on how to prepare it for return. There was an understanding regarding the return process and the measures required to manage insulin delivery effectively during this period.